Event description:
It was reported that the physician attempted arteriotomy closure with a starclose vascular closure system, after a lysis and interventional procedure. During deployment, the doctor raised the angle of the device to approximately 75 degrees and applied gentle downward pressure to the artery. The clip delivery tube apparently advanced through the wall thereby making a 12f hole in the artery wall requiring surgical repair. The product was discarded and will not be returned. No add'l info is available.

Manufacturer narrative:
Completion of the device history record review has not been achieved because the lot number is unknown. The device investigation and complaint confirmation have not been completed because the device is unavailable. No manufacturing defects could be detected because the device is unavailable.